Event description:
It was reported that the patient underwent spinal surgery. A driver was used on the patient that contained broken off set screws from a previous surgery. The old set screws fell out onto the sterile field. The old set screws were thrown out. The patient was monitored for infection and treated with antibiotics for the procedure.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional product information.